Event description:
It was reported that during patient use, the autopulse platform performed 2 compressions, then stopped and displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. The crew attempted to restart the platform but was unsuccessful and the message could not be cleared. They reverted to manual CPR (exact length of time was not provided). Return of spontaneous circulation (rosc) was never achieved and the patient did not survive. No further information was provided. Manufacturer has requested additional information from the customer; however, no additional information has been obtained.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/23/2014 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the front cover to be cracked. The platform failed initial functional testing as it exhibited a user advisory (ua) 27 (encoder fault (>3000 rpm)). The root cause of the exhibited ua 27 was determined to be a defective encoder. Once the encoder was replaced, the platform underwent several hours of testing using a 95% test fixture without exhibiting any faults or errors. A review of the platform's archive was performed and no anomalies were found on the reported event date of (B)(6) 2014. However, multiple ua 45 (not at "home" position after power-on/restart), ua 12 (lifeband not present), and ua 7 (discrepancy between load 1 and load 2 too large) were found to have occurred on (B)(6) 2014, the closest recorded date of customer usage in the archive before the reported event date. Per the autopulse technical service guide (p/n 11377-006), ua 7 is exhibited when the patient is not properly aligned on the platform and ua 12 is exhibited when the platform detects that the lifeband is not properly installed. The autopulse® was designed to exhibit ua7 and ua 12 to prevent patient harm. No parts needed to be replaced to remedy the customer's reported complaint of the platform exhibiting ua 45. Unrelated to the reported complaint, the front enclosure was replaced. The platform also underwent load cell characterization testing, which found both load 1 and load 2 to be functioning within specification. The platform underwent and passed all final functional testing. The customer's reported complaint of the platform exhibiting ua 45 was confirmed through review of the platform's archive. The root cause was determined to be that the lifeband straps were not pulled completely out prior to turning the device on.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.